Event description:
It was reported that the rigid video laparoscope had no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective contact of universal cord; abnormal image, the screen became noisy; insertion tube had indentations and dents; light guide lens was chipped; light guide bundle at the front and rear end was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.